Event description:
It was reported there was an unk error during operation. It was also reported that there was "seepage from vessels that the plasmablade couldn't coag."

Manufacturer narrative:
It was reported that an unk error code was displayed during operation. It was also reported that there was apparent weak cut/coag and there was "seepage from vessels that the plasmablade couldn't coag." The generator was returned to the MFR for eval. The "unk error codes" are assumed to be e7 and e8 errors which were displayed during the last day of operation. These will be addressed by upgrades. The weak cut/coag complaint could not be confirmed. This incident was determined to be reportable based on additional info received by the MFR in sept 2012. End of report.